Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "125 mg/dl" with the subject meter and "90 mg/dl" on a laboratory device, performed within 10 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the spc pin 1 was found to be bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.